Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair procedure, the footprint anchor broke while implantation. All the broken pieces were retrieved from the patient using forceps and suction. The procedure was completed with a non-significant surgical delay using a back-up device in an additional drilled bone hole. No further complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and an anchor fractured into 3 pieces was returned. The anchor fragments and the insertion device have debris on them, there was no suture material returned. A review of the customer provided image finds a fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports, the anchor broke during implantation in a rotator cuff repair surgery. Reportedly, all broken pieces were retrieved using forceps and suction. Per case details, the patient¿s current health status is good. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.